Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery.